Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Investigation results from: dentsply sirona china x-smart w/contra angle eur the motor suddenly stops rotating. There is no patient injury occurred. The maintenance engineer found that the motor bearing was stuck and unable to rotate, which may cause the file to fall into the mouth and cause a serious impact. Sav various mechanical problem all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Failure mode: doesn't rotate/not running root cause: various mechanical problem conclusion code: indeterminable

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury occurred.